Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient will consult with the physician regarding surgical intervention as the next course of action.

Event description:
Follow-up information revealed no surgical intervention will be undertaken regarding the patient's lead at this time.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced (reference MFR. Report# 1627487-2016-00145) which resolved the issue. Effective stimulation was restored postoperative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the patient discontinued the use of her scs system. It was noted the patient's targeted areas of pain are her back and right leg. The next course of action has not been determined at this time. Please note the event date is unknown.